Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after the nurse obtained urine from the temp sensing foley, the patient(pt) dropped from 36c to 34c. Complainant alleged that after 15 minutes the pt still did not increase. Complainant alleged that the device kept alarming/ alerting. Subsequently, the complainant switched from the foley probe to an esophageal probe and noted the device temperature reading stabilized. The patient was able to successfully complete therapy without further issues.

Event description:
It was reported that after the nurse obtained urine from the temperature sensing foley, the patient(pt) dropped from 36c to 34c. Complainant alleged that after 15 minutes the pt still did not increase.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Because the product family is unknown, product catalog number 129416 instructions for use were evaluated. The instructions for use state the following: "bard infection control system bardex® i.c.® anti-infective foley catheter with bard® hydrogel and bacti-guard®* silver alloy coating temperature-sensing 400-series foley catheter . Caution: this product contains natural rubber latex which may cause allergic reactions. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible only with the bard criticore monitor, bard urotrack 224 monitor, and other 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities. 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. (B)(4). The occurence of uti is 3.7 times greater in patients catheterized with a standard catheter than in patients catheterized with the bardex® i.c. Foley catheter with bard® hydrogel and bacti-guard®* silver alloy coating. (B)(4).